Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the implantable neurostimulator (ins) explant was postponed until (B)(6) 2015. The ins was not working in the proper way with charging.

Event description:
Additional information received reported the patient had their patient programmer and whole recharger kit replaced, but the they still had the same issues with charging the implantable neurostimulator (ins). The manufacturing representative met with the patient and their healthcare professional (hcp) and the patient's problems with the ins continued. The ins turned off without an explanation. The patient stated they had a hard time turning the ins on again and when they were trying to press the buttons the ins suddenly turned on. The patient had not seen any more error codes. The last time the ins was interrogated impedances between poles 1-3 was less than 50 ohms. The hcp questioned if a short could cause the ins to turn off. Due to the problems the patient was having their hcp suggested the ins be replaced. Ins explant and replacement was planned for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 7489-51, product type: extension. Product ID 74001, product type: adapter. (B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) decided to replace the pocket adaptor and extension. During the explant, the hcp visually checked the extension and they found the extension was miss-colored with black spots.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the extension found there was a breached depression on the insulation of the extension body. Breached depression on the insulation was 9.0 cm from the proximal end, exposing the # 3 conductor. The "black spots" in the insulation was foreign material that seeped into the extension from the breached depression and from the distal end of the extension.

Event description:
Additional information received reported the patient had not gotten any more alarms since the manufacturing representative read the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had continuous issues with the implantable neurostimulator (ins) turning off without notice and they had a loss of stimulation and therapeutic effect. The patient had difficulties starting the ins after it shut down and they say an error message to contact their healthcare professional (hcp) on the patient programmer. After several attempts the ins was able to be started and the patient¿s stimulation was okay. The patient did not have any shocking or jolting, but the needed a higher amplitude to get similar stimulation. The manufacturing representative stated there seemed to be no reasonably explanation on why the ins shuts down and the problem occurred at the patient¿s home without any known external factors. Impedance testing was done and impedances seemed to be okay, below 500ohms. Therapy impedances were above 3000 ohms. The patient had coupling difficulties and their recharger system and patient programmer had been replaced, but that did not solve the issue. The patient¿s hcp believed the ins was th e problem and they wanted the ins to be replaced. The manufacturing representative was not aware of the battery level when the ins shut off and no x-rays had been taken. An appointment to meet with the patient was scheduled for (B)(6) 2014. Following the patient¿s appointment, the patient indicated the ins was between 25-75% charged when the ins shut off and the ins laid no more than 1 cm under the skin on the patient¿s flank. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.